Event description:
Embolization treatment of an aneurysm. It was reported two pipelines were deployed in a telescope fashion across the aneurysm neck with approximately 40-50% overlap of devices. Due to high flow, the physician decided to place a third pipeline inside the previously implanted pipelines. As the third pipeline was deployed, the implanted pipelines separated apart. The procedure was ended and the physician decided not to attempt retrieve the devices. No complications were reported with the patient as a result of the event.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient.model# and lot# of other involved pipelines:model# lot# dom expirationfa-77500-20 9430562 04/08/2011 02/01/2014fa-77500-16 9430669 04/09/2011 03/01/2013(B)(4).